Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer needed assistance entering the pump's basal settings. Tandem technical support asked the customer to verify the total basal settings. Tandem technical support informed the contact the settings total did not reflect what the customer showed in their pump data upload information. Technical services asked contact to verify the settings entered, however the contact declined to check and stated he felt the pump was rounding numbers up as they had been input correctly. Contact stated, the settings entered previously, when speaking with tandem technical support were correct and he has not needed to change the settings since initial contact. The contact reports there was no impact to the customer's blood glucose levels.